Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion sets were leaking at the headset. Caller stated this has been occurring intermittently for the past week and a half. The reported alleged the infusion sets from a particular box were defective. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.